Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 88 mg/dl at the time of the call. The customer's blood glucose at the time of the blank display was 397 mg/dl. The customer was using (B)(4) batteries and was calling after already receiving a new battery cap. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer stated that they had put new energizer batteries and the screen returned on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact with a test battery cap. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Off no power and low battery alarm functioned properly. No unexpected battery out limit alarm noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.